Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, the blade tip broke off into patients abdomen .no patient consequence was reported. The case was completed by using another like device. No device is being returned because customer threw it away.